Event description:
It is reported that the surgeon attempted to implant both liners and found they would not seat properly. A larger liner was opened and implanted.

Manufacturer narrative:
It is likely, however not confirmed, that surgical technique contributed to the failure of the liners to seat, such as mal-positioning prior to impaction, either vertically or rotationally, or the presence of third bodies in between the liner and shell which caused interference. Evaluation codes: one of the liners has a partial indentation of a screw head on the convex surface of the liner, indicating that a screw placed in the acetabular shell had not been seated below the line of the shell and contributed to the liner/shell interference. Cosmetic damage also exists on the taper surface and locking feature of the liner, however, it is hard to determine whether this was all caused during the extraction efforts. Some damage exists to the underside of some anti-rotation scallops as well. The second liner also shows some cosmetic damage to the locking feature and taper surface. Some anti-rotation scallops also exhibit damage but it is difficult to determine if this damage was a result of extraction efforts. Device history records indicate all components were manufactured and inspected to specification.